Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: concomitant med products and therapy dates: battery handpiece device, lid device, (B)(6) 2021. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by russia that during service and evaluation, it was determined that the quick coupling device had moving parts that did not move smoothly, was frozen/would not move, did not function, illegible labeling etch, cosmetic damage-worn and colour band chipping/fading. It was further determined that the device failed pretest for general condition, marking & labeling, check for mechanical free movement and check general function in running mode. It was noted in the service order that the device did not work while in use with a battery handpiece device and lid device. It was reported that there was no delay to the surgical procedure. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.